Event description:
Received dose (2nd) of synvisc into left knee in 2009. Woke up the next day - had feelings of malaise, back discomfort, rapid heart rate episodes. Sob. Vertigo. Feelings of these symptoms were episodic for three days - woke up - symptoms had increased in frequency, saw md - had cxr and EKG - admitted to hospital and discharged three days later, with dx-atrial fib - had echocardiogram and cardioversion in hospital. Dose or amount: 2nd dose of. Frequency: 3. Route: injected left knee. Dates of use: 2009. Diagnosis or reason for use: osteoarthritis left knee.